Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer had trouble turning the pump back on after turning it off to reset a malfunction code. Technical support helped in resetting the pump and successfully helped turn it back on. The customer was informed to continue using the pump and to call back if the malfunction recurred, which it did not after resetting.